Manufacturer narrative:
The user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-01086 / 01087 and 3002806535-2016-00163). Remains implanted.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient experienced pain and has a suspected allergic reaction. No further information has been provided.

Manufacturer narrative:
This follow up report is being filed to relay the following information: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 501k number k023546.